Event description:
It was reported that during a procedure for an acute occlusion of the right middle cerebral artery, when using the subject guidewire the physician was unable to reach the lesion after multiple attempts. It was suspected that the subject guidewire was broken under fluoroscopy. The subject guidewire was withdrawn. The hypotube at the tip of the subject guidewire was found to have been fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.